Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the reservoir was occluded. The customer stated that she filled the reservoir with insulin, and when she reconnected the to the tubing, she was not able to see the insulin transfer from the reservoir into the tubing. She stated that she had to try 2 infusion sets before she was able to see insulin flow through the tubing. The blood glucose reading was 107 mg/dl. She stated that a second reservoir had the same issue, but she pressed the plunger so hard to push the insulin through that the o-rings of the reservoir caved in, rendering the reservoir useless. She was advised that the reservoir would be replaced. Nothing further reported.